Event description:
It was reported the patient lost stimulation. In addition, the charging system and patient programmer will no longer communicate with the ipg. It was also reported the patient is experiencing a heating sensation at the ipg site. A replacement charging system and patient programmer did not resolve the issue. The manufacturer has attempted to obtain a status update regarding the next course of action for the patient; however, no further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.